Manufacturer narrative:
Additional information: manufacture date 4/24/2017. Correction: UDI number (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unknown at this time. A medtronic representative inspected the imaging system onsite and confirmed that both incoming power fuses on the mobile view station (mvs) were blown. The fuses were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the mobile view station (mvs) on the imaging system did not have the 'line power' light indicator on. There was no patient present when this issue was identified.